Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the syncopal patient presented in an emergency room. Upon interrogation, the right ventricular lead exhibited failure to capture and low pacing impedance. The right ventricular lead was capped and replaced on (B)(6) 2022. The patient was stable throughout.